Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 10/05/2020 under wo (B)(4) and shipped on 11/05/2020. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on repair log 95878. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit had lost partial vacuum. Root cause: the root cause of this issue has been attributed to impact damage. The leaking description is consistent with excessive evaporation of liquid nitrogen due to the loss of insulation. This would create rapid vapor formation. Correction and/or corrective action the unit was not repairable and replaced with a new unit. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated "units o rings are leaking" repair tech stated "confirmed - bottle partially lost vacuum and frosting at base. - scrapped and replaced unit" ro (B)(4). 1216677-2021-00064 wallach ultra freeze 900076 e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Customer stated "units o rings are leaking". Repair tech stated "confirmed - bottle partially lost vacuum and frosting at base. Scrapped and replaced unit". (B)(4). Wallach ultra freeze 900076. E-complaint- (B)(4).